Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. All assay and system verifications (calibration, quality control, system check) met specifications at the time of this event. No hardware errors, flags or other assay issues were reported in conjunction with this event. Conclusion: the cause of the elevated access accutni+3 result cannot be determined with the available information.

Event description:
The customer contacted beckman coulter on (B)(6) 2018 to report generating a false elevated troponin I (access accutni+3) result for one patient on the unicel dxi 600 access immunoassay system serial number (B)(4). The initial result obtained on (B)(6) 2018 was 2.6884 ng/ml and was released from the laboratory. This result is above the normal reference range of the assay (0.00ng/ml - 0.04ng/ml). A few hours later a second sample was collected from the patient and recovered at 0.0497 ng/ml. The following day, (B)(6) 2018, a third sample recovered at 0.0173 ng/ml. There was change or impact to patient care or treatment in conjunction with this event. On (B)(6) 2018, the patient was catheterized; there was no evidence of myocardial infarction. The customer did not provide information regarding the rationale for catheterization. There was no additional change to or impact to patient care reported in association with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a sarstedt heparin tube and run fresh. No further sample collection or centrifugation information was supplied. The sample is not available for further testing.